Event description:
When oppened the box found balck particles inside the packet.

Manufacturer narrative:
Review of the DHR showed that the housekeeping is performed per shift per 90005451 with no abnormality observed. Current control there is a 3 hourly outgoing inspection and 2 hourly in-process inspection in place to check for foreign matter. ¿ one photo was returned for investigation. Observed particles at the corner of the blister packaging. Due to is no sample returned to determine the foreign matter type, root cause could not be determined. The complaint will be re-opened and re-investigated if sample is returned.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ls 27g 1/2in had foreign matter. The following information was provided by the initial reporter; when oppened the box found balck particles inside the packet.